Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd plastipak¿ syringe luer-lok¿ was found with volumetric inaccuracy as ¿the ml divisions were found not printed correctly or not at all." There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: DHR review for batch 7268772 (p/n 309658): manufacturing dates: 10/13/2017 to 10/15/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. No quality notifications were issued related to the complaint defect. All visual inspections were performed as per requirement. Ink smears and skewed scale were found during manufacturing of the batch. Adjustments to the printer were performed before production resumed. Product was re-qualified according to applicable aql. Batch 7268772 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples (including photos) were received for evaluation and no additional information was provided, therefore it is not possible to confirm whether the defects observed during production were similar to those found by the end user. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.